Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Three non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms from (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). It was noted that there were 211 ventricular sic since (B)(6) 2016. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. A lead failure predictor triggered on (B)(6) 2016 for ventricular sic and non-sustained tachycardia episodes.

Event description:
It was reported that a lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to oversensing of high-rate non-sustained episodes and a high sensing integrity counter (sic) count. The rv lead also exhibited noise. The rv lead was inactivated, capped and replaced. No patient complications have been reported as a result of this event.